Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we assume that the cause of phenomenon in which no image was displayed is due to a power-switch failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was confirmed and found to be caused by the main switch extender being in off position. It was found out that power did not turn on when the main switch was pushed due to the main switch extender being in off position to the power supply switch (nothing displayed on screen). The extender was repositioned which corrected the issue. However, it was observed that the video connector pins were worn out causing unstable image when wiggling the pigtail. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the subject device was not bringing up a picture (black screen, no color bars). The reported issue was observed while preparing the subject device, prior to a diagnostic cystoscopy. The patient was moved to another room which caused a short delay. The intended procedure was completed using another device. There was no report of patient or user injury due to the event.